Manufacturer narrative:
A visual examination of the spyscope ds device found that the catheter was kinked in several sections. The working channel sleeve extended from the distal cap when received. The distal tip would articulate without issue. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed through the working channel without issue. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence of the production bonding process and that heat was applied on the outside of the catheter during manufacturing assembly. The catheter was cut open to expose the working channel sleeve. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. There is no indication the device was not properly assembled during manufacturing. The complaint was consistent with the reported event of the working channel sleeve protrusion. The working channel sleeve protrusion was most likely due to anatomical/procedural factors encountered during the procedure, therefore, the most probable root cause for the working channel protrusion is operational context. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the hepatic duct during an endoscopic bile duct biopsy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, this spyscope ds was inserted into the papilla of vater. The spyscope ds was articulated. At this time, it was noticed that the working channel sleeve protruded. They continue using this device and advanced it towards the upper and the lower bile duct. The working channel was noted to extend when the device was articulated. Reportedly, no part of the device detached. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the hepatic duct during an endoscopic bile duct biopsy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, this spyscope ds was inserted into the papilla of vater. The spyscope ds was articulated. At this time, it was noticed that the working channel sleeve protruded. They continue using this device and advanced it towards the upper and the lower bile duct. The working channel was noted to extend when the device was articulated. Reportedly, no part of the device detached. The procedure was completed with this device. There were no patient complications reported as a result of this event.